Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition with greater than two seconds of asystole. In addition, the rv lead was not capturing as expected. The rv lead was surgically abandoned, and the surgeon decided to put in a new system. The leads could not be placed on the left side, so they were placed on the right side and a new atrial lead was placed as well. No additional adverse patient effects were reported.